Event description:
International customer reported that the suture broke during use. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 09/18/2008. Conclusion: no device was received for evaluation. However, it has been identified that this lot contained product with open seal which could impact the strength of the product.